Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, in the middle of a cori assisted surgery, the system kept displaying the real intelligence robotic drill disconnect error. The majority of the cuts had been completed, but the repeated disconnect errors made them unable to obtain their post-operative evaluation. The disconnect errors started appearing after they switched the speed mode to get rid of small amounts of bone that were left on the anatomy. They were able to remove those with rongeur forceps and a regular saw blade. Because almost all of the bone preparation had been completed, this only resulted in a 5 minute delay. The procedure was completed with manual instrumentation. The patient was not harmed beyond the reported problem. Moreover, after the case, they noticed that the ri robotic drill attachment was stuck onto the real intelligence robotic drill. They tried all troubleshooting options but without success.

Manufacturer narrative:
Section d3 was updated. Section h10: the real intelligence robotic drill used in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The device performed as intended in a test case and kpc test. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Although the reported problem was not confirmed factors that may have contributed to the reported symptom may have been associated with a loose connection. An escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to cori user manual- appendix d: recovery procedure guidelines for guidelines for recovering to a fully manual procedure. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, s/n (B)(6), used in treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. The device performed as intended in a test case and kpc test. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to cori user manual- appendix d: recovery procedure guidelines for guidelines for recovering to a fully manual procedure. This failure is an identified failure mode within the risk assessment. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: a hardware update to the cori console to reduce noise on the internal electronics. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and a hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.